Manufacturer narrative:
Correction: a medtronic representative reported that the door for the imaging system was damaged when the user attempted to manually open the door.

Manufacturer narrative:
Device evaluation: the suspect door winch was returned to the manufacturer for evaluation and the reported issue was confirmed. The part failed visual inspection, as the gear on the winch drive motor and center gear were damaged preventing the motor drive from turning.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a door winch assembly was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported while outside of procedure, the door of the imaging system would not open. There was no patient present at the time of the issue.